Event description:
The child reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done in 2000. The health care professional has been informed that the explanted device should be returned to cochlear corp.